Event description:
The ablation catheter was prepped properly then placed in the body. Once we were ready to ablate there was not a temperature reading on the computer that the catheter was connected to. All connections were checked and the ablation catheter was switched out for a new one and it worked fine. There were no issues.